Manufacturer narrative:
The actual electrode pads were not returned to zoll medical corporation for evaluation. Instead, a lot number of the pads was provided. An investigation was conducted on retained samples of pro-pad radiolucent solid gel electrodes, lot 2919c for the customer's report. The retained samples were subjected to full electrical and impedance testing with passing results. A visual inspection found the lot assembly built according to specification. Review of all records were performed and passed. Based on the evaluation of the retained samples it was concluded that the samples were assembled according to specification without duplicating the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "poor pad contact" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.